Manufacturer narrative:
(B)(4). Batch # r92t3j. Investigation summary: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, at the moment of using the clamp it is observed that the jaw is broken. A new one was used to complete the procedure. No patient consequence reported.